Event description:
It was reported that this right ventricular lead experienced dislodgement. Due to this, the impedance measurements raised, but within normal limits. Additionally, high pacing thresholds were observed. X-rays were performed. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.